Event description:
It was reported the patient was unable to adjust the stimulation; the stimulation was too high. The patient was jolted while turning on the device. Troubleshooting was performed. The patient was able to turn down the settings in order to turn on the neurostimulator without shocking/jolting. The patient was able to receive stimulation at a comfortable level. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.